Event description:
The customer reported, the system is displaying a communication error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the battery charger. System operates as intended. (B) (4).